Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was leaking at the septum. Customer loaded a new cartridge to address the issue. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer's blood glucose level ranged from 272 mg/dl - 278 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.